Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) and the "r-waves dropped drastically." The physician decided to add a low voltage pace/sense lead to make sure they were sensing "good r waves." The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.